Event description:
Customer has complained about pump getting too hot and she feels like it is burning her skin. Customer also has mentioned her blood on her nipples and her milk supply has gone down. Customer has not mentioned being prescribed medication yet. Customer complaint reported from us.